Event description:
Plaintiff alleges latex sensitization associated with her use of latex gloves. She alleges the development of illness, injuries and disability as a consequence of the sensitization.